Event description:
It was reported that (1) lcsc5 was used during a lap nissen fundoplication procedure. It was reported by the rep that the lcsc5 solid toned during the procedure. The surgeon was able to complete the procedure without having to open another blade. The blade was checked with the test and it was determined to be lcsc5. There was no consequence to pt.